Event description:
It was reported that the zimmer skin graft mesher cutter 3:1 ratio was not working correctly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is more than one year old and has a no previous repair history at zimmer surgical, initial repair. Evaluation of the device observed multiple nicks to cutter blades. The cutter did not pass the test mesh and was returned to the customer as non-repairable. The cause of the reported issue is likely the user not maintaining the device per proper handling as evidenced by the damage to the cutter blades. The device was serviced and returned to the customer.